Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hook end fractured off of the device and was returned. The device was manufactured in 2004 and exhibits signs of extensive wear usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the tip of removal tool broke off while removing zuk tibial insert. The surgeon was able to complete the procedure using the same device, and there was no delay. Broken pieces fell into the surgical field but all of them were recovered. The patient was not harmed and the final outcome was good.